Manufacturer narrative:
The complaint was received and forwarded to the manufacturing site for investigation. At the time of investigation, no lot number was provided by customer. Without the lot number, we are unable to identify the manufacturer to review device history record for root cause investigation. Since the lot number was not provided, we are not able to review retained samples. The actual complaint sample was not returned for investigation. Based on the insufficient information received for investigation, the root cause was not identified due to no lot number being provided. No further action will be taken at this time unless a lot number or complaint sample is provided. We will continue to monitor trends and utilize the information as part of continuous improvement.

Event description:
Customer reported wearing gloves and after taking them off, nurse hands started burning/itching and turning splotchy red. Only one nurse had to see an allergist for medications. No patient demographic or information about type on medication were provided by the customer.